Manufacturer narrative:
The company service rep examined the system and confirmed the complaint. The host module was replaced and sent in for house evaluation. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessry in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer reported that an error message was displayed. The system was not 'booting' properly. The customer stated there was a delay, because they had to move one system back and forth between operating rooms. One case was delayed at least 2 hours and the others were delayed only by mins. No pt injury reported.